Manufacturer narrative:
The lot was manufactured between 27feb2019 and 01mar2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified locations. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.